Event description:
Additional information was received from the manufacturer representative that swelling and drainage was noted. Everything was functioning normally. Antibiotics were mentioned and it was reported that patient felt that they were allergic to the divine material. The system was to be explanted on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported an infection around the implantable neurostimulator (ins) site. There were symptoms of swelling and drainage. It was reported that the rep had seen the patient at the first post op visit and the physician assistant indicated the patient's wound looked fine with no mention of infections. At the time, they did not see the wound as it was covered up. The patient indicated that they were having trouble healing as their site looked swollen and there was drainage. It was reported that the patient did not feel the site was infected but did not know. Relevant medical history includes spinal pain.

Manufacturer narrative:
Correction: was updated. "The consumer via the manufacturer representative" was included. Consumer was included as an initial reporter.

Event description:
The consumer via the manufacturer representative (rep) reported an infection around the implantable neurostimulator (ins) site. There were symptoms of swelling and drainage. It was reported that the rep had seen the patient at the first post op visit and the physician assistant indicated the patient's wound looked fine with no mention of infections. At the time, they did not see the wound as it was covered up. The patient indicated that they were having trouble healing as their site looked swollen and there was drainage. It was reported that the patient did not feel the site was infected but did not know. Relevant medical history includes spinal pain.

Event description:
Additional information was reported. Health care professional reported they were doing I-spine MRI to check for infection near the ins site. No further information was reported.

Event description:
Additional information was received. The patient has been scheduled to meet with their doctor and the manufacturer representative on (B)(6) 2017 to assess the reported symptoms of swelling, drainage and possible infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.